Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that this 25mm valve was explanted from the aortic position after an implant duration of 2 years and 3 months for unknown reason. A 25mm valve was implanted in replacement. No other information was provided.

Event description:
It was reported via the implant patient registry that this 25mm valve was explanted from the aortic position after an implant duration of 2 years and 3 months due to endocarditis. Reportedly, this patient had history of recurrent intravenous drug use. A 25mm valve was implanted in replacement. The patient was doing well after the procedure and was discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5 and f10. Based on the additional information obtained, this event is no longer considered reportable. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. The root cause was patient related factors. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.